Event description:
Rptr was called at approx 08:30 about problems with the nitric oxide delivery system (inovent). The respiratory therapists were attempting to calibrate the inovent before starting a pt on nitric oxide therapy. The machine produced an error code saying "injector module failure" and then eventually "delivery system failure". This same problem happened three days before and the inovent was changed out at that time with no further problems. Rptr spoke with the respiratory therapists via telephone over all trouble-shooting techniques. All steps in the trouble-shooting process were followed per MFR recommendations. Rptr called inotherapeutics and asked them to bring in a second unit. It was brought in within the hour. The second machine was brought in and rptr attempted to calibrate. This machine also had "injector module failure" and "delivery system failure" error codes. Rptr quickly called inotherapeutics back and asked them to contact supplier to deliver another machine. Rptr contacted the director of inpatient care at this time. The supplier delivery person arrived and said that the last machine that they brought in had just passed the calibration less than an hour earlier. Rptr walked through the calibration with the supplier delivery person at bedside and again the machine failed. Rptr started to trouble-shoot and aksed the supplier delivery person if he had an extra injector module cable with him. He did and rptr switched out the cable. The inovent passed calibration with the new cable. When rptr asked the mediq prn technician about how they calibrate the machine, he explained to rptr every detail. The process was consistent, however there was one problem. When the inovent is calibrated at mediq prn's shop the tech said that they do not use the same injector module cable (patient) that goes with the unit. They use another cable (non-patient) when calibrating the machines. This process would lead to great inaccuracies. After the machine passed calibration, the supplier delivery person took both bad cables into the shop and both were found faulty. The bad cable from the previous incident was used again at second incident, so that cable obviously hadn't been checked out after the earlier incident. Rptr called back inotherapeutics and explained the problem to them. They gave rptr several names to contact about this issue. Rptr spoke with three people about the issue. All three agreed that testing the machines this way would be inappropriate. Rptr asked for 2 new injector modules and 2 new cables to be at facility at all times for future. Rptr received those items about 1 hr later. Per discussion inotherapeutics insisted that the supplier's branch would be contacted about this calibration problem and corrective actions would be taken. Rptr will ask them to submit this to them in writing. When rptr receives this verification they will send it to the director of inpatient care. In summary, the 2 faulty injector modules cables lead to 3 "injector module failures". The faulty cable from the first incident had not been properly checked for errors even after rptr asked them to check all the pieces of the device out and finally supplier was using one cable (non-patient) to check out all their machines. Rptr spoke with the pediatric intensive care physician on-call and no adverse patient outcomes were noted. Rptr has placed the back-up injector modules and cables with the extra inovent supplies. Additionally, rptr will update the respiratory therapists about how to trouble-shoot future "injector module failures" and will make them aware of the extra cable and modules.